Event description:
These 2 batteries are used as part of the power module- primary power for the heartmate 2 and heartmate xve lvad systems. According to the manufacturer of this battery "thoratec", it should be replaced at one year. Initial testing of this battery indicated a 102% charge level, when it was new; test # 4164 and 104% test # 4167. Then reported batteries during 4 months later: lot# mj253198(35%) & mj253260(23%)- premature failure.